Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz3633 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "the PICC inserter, said when she removed the stylet from the PICC following a very easy and smooth insertion, she saw a very fine wire at the the end of the stylet that she has never seen before." Add info rcvd 07/22/2022: event information has the wire been identified: the wire that looked abnormal after the PICC procedure is the wire that comes inside the PICC catheter with the magnetic tip. I have no idea why it looked the way it did after the procedure. Has the source of the wire been determined?: I would only but assume it is part of the composition that makes up that wire with the magnetic tip. What were the findings?: during my cleanup after I do a PICC line. I detach the white connection from the sherlock and take that wire (that was initially inside the PICC line) and feed it into the same coil package that the flexura guide wire is in so that I can deposit all my sharps more cleaner. As I was about to feed the wire that has the magnetic tip into this coil I noticed the small thin wire protruding off the tip of the magnetic has there been any change to the patient¿s treatment? : no injury to the patient what medical treatments were provided based on the findings? : patient was in ICU for the PICC line and continued to receive ICU care not related to the PICC line.

Event description:
It was reported by the customer "the PICC inserter, said when she removed the stylet from the PICC following a very easy and smooth insertion, she saw a very fine wire at the end of the stylet that she has never seen before." Add info rcvd (B)(6)2022: event information ¿ has the wire been identified : the wire that looked abnormal after the PICC procedure is the wire that comes inside the PICC catheter with the magnetic tip. I have no idea why it looked the way it did after the procedure. ¿ has the source of the wire been determined?: I would only but assume it is part of the composition that makes up that wire with the magnetic tip ¿ what were the findings?: during my cleanup after I do a PICC line.I detach the white connection from the sherlock and take that wire (that was initially inside the PICC line) and feed it into the same coil package that the flexura guide wire is in so that I can deposit all my sharps more cleaner. As I was about to feed the wire that has the magnetic tip into this coil I noticed the small thin wire protruding off the tip of the magnetic ¿ has there been any change to the patient¿s treatment? : no injury to the patient ¿ what medical treatments were provided based on the findings? : patient was in ICU for the PICC line and continued to receive ICU care not related to the PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed 3cg stylet is confirmed but the exact cause remains unknown. One photo sample of what appears to be the polyimide tubing from a 3cg stylet was provided for evaluation. The end section of the polyimide tubing appears to be frayed. A coiled, thin wire is protruding from the polyimide tubing and appears to be the core wire. The damaged core wire and polyimide tubing could not be clearly inspected from the image provided. Based on the photo sample provided, possible contributing factors include kinking or retraction of the stylet against resistance. Since the stylet shown in the image was observed to be frayed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.